Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on unknown date, the 1.3/1.5mm depth gauge for modular hand system was bent. It made the depth gauge almost ineffective measuring through the drill hole as it could not pass through in its entirety in order to give an accurate measurement. Concomitant device reported: unk drill (part# unknown; lot# unknown; quantity: unknown)/. This complaint involves one (1) device depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for complaint (B)(4).